Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 844801-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removal surgery, d&c). Essure was removed on 1-apr-2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, dysmenorrhoea, metrorrhagia, psychological trauma, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Batch number is 844801 not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test''. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event. New events added: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, psych injury, bladder problems, urinary problems, hormonal changes, headaches, plaintiff did not under goes essure confirmation test. Reporter information, patient demographics were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 844801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), headache ("headaches") and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and essure removal surgery, d&c). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, hormone level abnormal, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received; lot no. Was added. Reporter was added. Vaginal bleeding was added as a event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.